Event description:
It was reported that the patient presented to the clinic with the pacemaker in backup vvi mode. The physician tried to restore the pacemaker but it was unsuccessful. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. Final analysis found that as received, the device was in backup mode due to code corruption. After loading device code and setting the pacer to nominal conditions successfully, it was evaluated under electrical and mechanical conditions and results indicated normal functionality. Further evaluation of output parameters was within normal range and monitoring the device for several days with load found no anomaly. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined. Longevity assessment was performed, and the device is in normal range of operation with appropriate remaining longevity.